Event description:
The customer reported a reading of 150mg/dl on his adc device, however, he developed symptoms of hyperglycemia including becoming shaky and sweaty with a loss of consciousness. He was hospitalized and diagnosed with dka with a reported glucose of 354 mg/dl in the hospital, which was consistent with his condition.

Manufacturer narrative:
Na